Event description:
As a reported by the (B)(4) registry the patient experienced a non q-wave myocardial infarction on the same day as the index procedure. There was no additional treatment provided for the mi. The patient did not have any recurrent ischemic pain. There was no documented st elevation. A coronary angiography was not performed. Carotid artery stenting (cas) was performed on an unknown arch type iii lesion in the right circulation. A 5mm basket angioguard was deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. That same day, the patient had a non q-wave mi. The patient was discharged five days later with a nih stroke scale score of 0. Approximately two (2) weeks later, the patient returned for 30 day follow-up visit and exited the study with no adverse events were reported. Additional comments: it was felt to be precipitated by volume expansion and underlying 3 vessel cad causing ischemia. No other adverse events were reported. Additional details have been requested.

Manufacturer narrative:
Complaint conclusion: as a reported by the sapphire registry the patient experienced a non q-wave myocardial infarction on the same day as the index procedure. There was no additional treatment provided for the mi. The patient did not have any recurrent ischemic pain. There was no documented st elevation. A coronary angiography was not performed. Carotid artery stenting (cas) was performed on a 70% occluded lesion in the ostial right internal carotid artery of 28mm in length with a 5.03 vessel diameter. The arch type ii lesion was ulcerated, moderately calcified, and mildly tortuous. There was no thrombus reported at the target lesion. A 5mm basket angioguard was deployed past the lesion and an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual stenosis measured 15%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. That same day, the patient had a non q-wave mi. The patient was discharged five days later with a nih stroke scale score of 0. Approximately two (2) weeks later, the patient returned for 30 day follow-up visit and exited the study with no adverse events were reported. Additional comments: it was felt to be precipitated by volume expansion and underlying 3 vessel cad causing ischemia. No other adverse events were reported. The (B)(6) female had a medical history of cardiac arrhythmia, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, hypertension (systolic>140, or diastolic>90, or requiring medication), and high risk criteria age >75 years. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. The inherent risk of the procedure combined with the patient¿s complex medical status (extensive cardiovascular history), vessel characteristics and procedural factors may have contributed to the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: angioguard rx catalog number, 50184rmc , lot number 71112415. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin.

Manufacturer narrative:
Correction: the age of the patient originally submitted was changed to (B)(6). Adjudication minutes were received and reviewed. There is no change to the file. Additional information was provided as follows: the patient had a medical history of tia, paroxysmal atrial fibrillation since 2008, and peripheral vascular disease. Lab values were provided as follows: on (B)(6) 2013 at 18:07 the ck was 103 (nl 192, ratio <1) with a ckmb of 0.50 (nl 3.6, ratio <1) and a troponin I of 0.04 (nl 0.05). On (B)(6) 2013 at 01:05 the ck was 115 (ratio <1) with a ckmb of 1.3 (ratio <1) and a troponin I of 0.11. On (B)(6) 2013 at 10:37 the ck was 250 (ratio 1.30) with a ckmb of 6.6 (ratio 1.83) and a troponin I of 1.13. On (B)(6) 2013 at 18:05 the ck was 272 (ratio 1.41) with a ckmb of 7 (ratio 1.94) and a troponin I of 1.07. On (B)(6) 2013 at 00:49 the ck was 266 (ratio 1.38) with a ckmb of 5.7 (ratio 1.58) and a troponin I of 0.84. A cardiology consultation note on (B)(6) 2013 documented that the patient had an increase in cardiac enzymes, but she denied any chest pain or shortness of breath at rest. She denied any orthopnea or paroxysmal nocturnal dyspnea. A nuclear medicine stress test 2 weeks ago was negative for ischemia. She had a history of valvular disease. An echocardiogram at the bedside revealed moderately severe mitral regurgitation with preserved function and mild to moderate aortic valve stenosis with a valve area of 1.0-1.1. She was noted to have paroxysmal atrial fibrillation throughout the night. She had been on warfarin at home. All of these episodes occurred without any specific symptoms. Her ECG showed normal sinus rhythm with a first degree av block and no acute st-t changes. The cardiologist's impression was a non-st-elevation mi secondary to myocardial ischemia precipitated probably by volume expansion and possible underlying 3 small-vessel coronary disease, given her diabetes and peripheral vascular disease. She did not appear to be in heart failure. Post-procedure on (B)(6) 2013 the stroke scale score was evaluated by a different examiner. The nih stroke scale score was 0; the rankin score was not evaluated. The patient was discharged on (B)(6) 2013 on asa. Other discharge medications were not provided.